Event description:
A malfunction alarm with code malf 16 was reported, and the issue was not notable in events prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer was informed about the replacement, confirmed warranty status, and received instructions for using multiple daily injections as backup therapy. The problematic pump was to be returned within 10 days using the provided pre-paid label and return box.